Manufacturer narrative:
Product analysis #(B)(4):product analysis: analysis of the of the external pulse generator (epg) confirmed the customer comment of a defective battery drawer. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a battery drawer that would not close properly. The epg was returned for service. There was no patient involvement.